Event description:
During a ptca treatment procedure, the quantum monorail ptca catheter balloon ruptured at 14 atms on the inital inflation. The patient was asymptomatic during this event. The lesion being treated wa sa 90% restenotic lesion in a penta stent which had been placed 3 months earlier in the lad coronary artery. The physician used a 6 fr terumo (short) introducer sheath for vascular access and a bmw guidewire and a mach 1 fl3.5 guide catheter to cross the lesion. The quantum monorial balloon was removed and replaced with a kongo balloon to successfully complete the procedure. No patient injuries or complication were reported. Patient status is reported as `good'.